Manufacturer narrative:
Upon further evaluation of the device, service confirmed that the instrument channel was not deformed or damaged. Service found an indentation in the insertion tube, and the light guide tube was damaged, due to physical stress. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the instrument channel tube of the subject device was clogged. The issue was observed during reprocessing. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the instrument channel tube was clogged with foreign material that could not be removed by the engineer, and was suspected to be tissue glue. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign mater was unable to be confirmed. However, the foreign material may have been medical glue. Probable causes of medical glue in the instrument channel tube are: the user injected medical glue via endo therapy accessories during procedure. The user mishandled the accessory when withdrawing, and the medical glue adhered inside biopsy channel and distal end. The medical glue adhered and remained in the biopsy channel and the distal end. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.